Manufacturer narrative:
H6: investigation type 4110 - one similar complaint found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 -4.50/1.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Lens rotation was observed. Lens replaced on (B)(6) 2024 with a longer length lens and problem was resolved. Cause of event was reported as other; device failed to perform as intended - lens rotated to a different axis.